Event description:
It was reported the customer had a blank display on their insulin pump. Customer also reported they were unable to remove their battery cap. The customer's blood glucose was unknown. The customer also reported the battery cap showed signs of damage. Troubleshooting for the blank display could not be completed because the customer could not remove their battery cap. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in 2 days and had no blank display noted. The insulin pump received with stripped battery cap coin slot and cracked reservoir tube lip.